Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, a plaque resembling petrol-like streaks was observed on the surface of the iol. The surgeon had initially noticed these iridescent streaks while loading the lens into the cartridge but assumed they were reflections caused by the updated iol material. Upon slit-lamp examination, the lens exhibited a blue glow. Additional information was requested.